Event description:
A 26mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft was intended for implant in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. It was reported that based on CT scan results, the proximal aortic neck measured 26mm. The pt's anatomy was tight, tortuous and calcified. The physician did not use an introducer sheath for initial deployment of the stent graft. The physician had difficulty accessing the right common femoral artery with the 26mm long bifurcated stent graft, it was reported that the lunderquist wire kinked. The physician replaced the lunderquist wire and angioplastied the femoral artery to successfully gain access to the femoral artery. Upon attempting to deploy the 28mm bifurcated stent graft the physician noticed that it was very difficult to turn the deployment handle. The black o-ring retracted about 10cm; however, the catheter sheath did not retract. The physician returned the black o-ring to the original position by rotating the deployment handle counter clockwise. Another deployment handle was used; however, the same problem was encountered and the catheter bowed. The physician attempted to bathe, flush, and immerse the catheter in cold saline; however, this had no effect. The physician removed the device from the pt. It was reported that another 28mm long stent graft was not available; therefore, the physician re-measured the proximal neck diameter with ivus (intravascular ultrasound). The aortic neck measured 24mm in diameter. The physician decided that a 26mm long stent graft would be appropriate. The physician successfully deployed a 26mm diameter x 15mm diameter x 16.5cm length stent graft without the use of an introducer sheath. The pt is fine and there was no additional clinical sequelae reported related to this event. The return of the device to medtronic ave for returned goods investigation is pending.

Event description:
Returned goods investigation of the returned delivery catheter indicates that the catheter was mildly bent with the stent graft loaded. The graft cover and black slide ring were partially retracted and the quick release was disconnected. Multiple longitudinal scratches and marks consistent with hemostat marks were noted on the graft cover. A deployment handle was used in the rgi lab to retract the graft cover. The graft cover retracted without difficulty although a slight resistance was noted during the initial deployment no bowing was observed during the deployment. The runners were not bent or kinked. The reported bowing could not be reproduced with the deployment of the stent graft. The cause of the reported deployment difficulty cannot be determined.